Event description:
The device was connected to a person diagnosed in cardiac arrest. When the device was first turned on the defibrillation cables were connected to the pt. A 3-lead pt cable was subsequently connected for a few seconds then the defibrillation cables were reconnected to the device. The device allegedly displayed a check electrodes message each time the operator attempted to peform an automated ECG analysis. The leads and connections were checked with no problems found. The operator cycled power to the device. Subsequently the device allegedly failed to charge following automated ECG analysis and during manual attempts to charge the defibrillator. The pt was not resuscitated. No other pt details have been reported.